Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), grade 4. Two mitraclips were implanted reducing the mr to grade 2. The following day, a single leaflet device attachment (slda) was noted with one of the implanted clips (cds (B)(4)). This clip had detached from the posterior 2 (p2) leaflet and remained attached to the anterior 2 (a2) leaflet. The mr had increased to grade 4. On (B)(6) 2016, another mitraclip procedure was performed. One mitraclip was implanted to secure and stabilize the slda clip. The mr was reduced to grade 2. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported patient effect of increased mitral regurgitation was a result of the slda. The reported addition therapy/ non-surgical treatment were a result of case-specific circumstances, as an additional clip was implanted to secure and stabilize the slda clip. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.